Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/04/2016 with the following findings: during investigation, the pump was powered on and the audible tone feature functioned properly. The complaint of an intermittent sound of the audible tone feature was not duplicated during testing. Unrelated to the complaint, investigation revealed a crack in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an audio tone/vibration (intermittent sound) issue. It was reported that the pump had intermittent sound. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.